Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01apr2020.

Event description:
It was reported that the unit would intermittently shut down following a navigation ring replacement. The customer reported that the unit was in use on a patient during the event ; however, there was no patient or user harm reported.

Manufacturer narrative:
G4:11sep2020. B4:14dec2020. Event was downgraded from a serious injury to a non-adverse event due to no patient harm. This event remain reportable due to it's potential to cause potential death or serious injury. G4:11dec2020. B4:14dec2020. D4: UDI#: (B)(4). The device was evaluated by a philips field service engineer (fse), who confirmed the reported issue. The device was reported to be in clinical use at the time the issue was discovered. There was patient treatment delay, however, the delay was shortened by swapping the defective device for a working device. There was no patient or user harm reported. The device was service under fco86600050 (field change order) and had the power management board replaced. The unit was reported to have been repaired. No other abnormalities were reported. The root cause was determined to be the solder connection of r31 is subject to solder connection failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11dec2020. B4: 15dec2020. H11 the root cause at the component level could not be determined at this time. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26may2020. B4: 02jun2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If new information is obtained a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.